Manufacturer narrative:
The cause of the failure is non-device related factor adverse events related to patient's condition. The observed implant failure(s) can result from excessive loading and/or the absence of fusion within six months post-surgery.

Event description:
On 2018, initial l3, l4, l5, and s1 instrumentation surgery was performed. On (B)(6) 2024, revision t10, t11, t12, l1, l2,l3, l4, l5, s1 extended instrumentation surgery was performed. Pre- or post-op x-ray, etc., were not provided. All removed components were not returned for evaluation. A broken rod was removed in full. No harm or injury to the patient was reported before or after the surgery. On (B)(6) 2024 - doctor's operative reports were provided . The cause is pseudoarthrosis ( a condition when bones fail to fuse with one another due to the patient's reduced ability to generate bone-producing cells (called osteoblasts) needed for fusion.)